Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05884. The pt has two leads (from different lots) for off-label use. It was reported the pt is no longer receiving adequate coverage. An impedance check was performed and revealed invalid contacts on both leads. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.